Event description:
Pt was scheduled for an eswl procedure. Although the slx-f2 unit worked earlier with the 1st pt, the table was locked and can't be unlocked or moved anymore. The decision was made to convert the eswl procedure to a laser lithotripsy. Within about 45 minutes delay, pt was moved from the litho table to cysto table and from conscious sedation to general IV anesthesia where a consent form was also signed by the family. Procedure was completed with no problem and pt post-op condition was well.